Event description:
It was reported, the patient had a urinary tract infection (uti). In-patient hospitalization and emergency room visit were needed. Rocephin was administered. The event was noted as ongoing and not related to device, components, or procedure.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient did not show any signs of a uti. A urinary analysis and culture was done and the results showed the patient had a uti.

Event description:
Additional information received that the event resolved without sequelae on (B)(6) 2014.